Event description:
Date notified: (B)(6) 2010. A model 324 on-board aspirator (s/n (B)(4)) failed to operate. An inspection of the device revealed a defective diode. The diode was replaced, the device was tested to specifications and returned to the customer. No death or injury resulted from the device malfunction.